Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Audio and vibration function normally. Data was successfully extracted from the returned reader using approved software. Performed analysis of glucose value graph. All alarms presented were for glucose values below of the threshold range. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor failed to alarm when their glucose level was low. The customer experienced loss of consciousness, choking, and was unable to self-treat. The customer was treated with synthroid and glucose administered intravenously by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.